Manufacturer narrative:
Device was returned on 6/11/19 and investigated. The investigation results are as follows: the complaint for fall off could not be confirmed due to the used condition of the returned device, the adhesive properties could not be verified. No root cause could be determined as the complaint could not be confirmed.

Event description:
Patient stated that she has had 5 v-go devices come off. I confirmed with the patient that the application site is prepared properly and not obstruction with clothing.